Event description:
It was reported that a user experienced hyperglycemia after a recent infusion set and tubing change with a 23 inch, 6 mm contact detach, with rising glucose despite a meal announcement and verification of drops from the tubing during fill; customer support advised against extra meal announcements to avoid affecting the algorithm. Symptoms included high blood glucose up to 400 mg/dl without reported complications. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education via customer support. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.